Event description:
It was reported a spectrum pump had "door close errors." It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door close errors were confirmed and reproduced while attempting to load a set. This condition was caused by the door hooks being out of adjustment, which caused the force required to close the door to be above expected levels. The door hooks and latch pins were replaced.